Event description:
It was reported that a vns patient is having issue with the magnet swiping. It was reported that 2 magnets were tested and upon interrogation after the swipes, no records of those swipes were found on the vns generator. The patient's generator was reported to be working well. It was reported that one of the magnet had been in the washing machine at 60 degree, the other one was a new magnet. Review of manufacturing records confirmed all tests passed for the device prior to distribution. No additional relevant information was provided to date.